Event description:
Device 1 of 2. Reference MFR report #: 1627487-2011-05340. The pt received his scs system on (B)(6) 2011 including a percutaneous lead. It was reported that the pt's lead migrated after a chiropractic visit due to an issue with the lead anchor. As a result, the pt's lead was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.